Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
We checked the returned unit and confirmed that the foggy image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the light guide cable fluid damage, the us connector body fluid damage, the us connector body corroded, the manufacturer label missing, the us connector body leak, the eog valve loose, the us probe noise, the insertion flexible tube (ift) discolored, the suction channel kink, and the lg cable connector fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.